Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose was 64 mg/dl. Reportedly, the customer replaced the sensor, corrected the time and successfully started a sensor session. Customer continued to use the pump for insulin therapy.